Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger wher it was reported the administration of ifosfamide, the connecting port was cracked and leaking. Treatment was delayed due to medication needing to be remade. There was unexpected or prolonged care. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of cracks on item cl3951 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown.